Event description:
It was reported that the patient¿s device was flipped and a surgical intervention was planned for (B)(6) 2013. X-rays confirmed the flip. Five days later it was reported that it was unknown why the device flipped. The device was reoriented successfully via surgery. The patient was doing well and was able to recharge normally. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 97792, lot# n383075, implanted: (B)(6) 2013. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).